Manufacturer narrative:
Despite cloxacillin and phenytoin being structurally similar, no cross reactivity was measured. Since the patient was on extensive medications, like fluconazole and erythromycin, an inhibited metabolism could have lead to higher phenytoin levels with a prolonged half-life in the serum. Without having any proof of phenytoin absence in the serum sample except stopping medication, the high phenytoin results are plausible. Based on the information provided the complaint was not verified. There was no product problem found.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of high phny2 phenytoin results that did not correlate with the stopping of the patient¿s treatment. The patient was taken off of phenytoin on (B)(6) 2017 as the patient had a toxic concentration phenytoin. According to the doctor the concentration of phenytoin should have decreased after three days but the results remained high. The patient was tested for phenytoin multiple times between (B)(6) 2017. The patient was also tested using the abbott method on (B)(6) 2017 and a high result was received. Please refer to the attachment of this medwatch for all patient data. The results were reported outside of the laboratory, but the doctor commented that "they didn¿t do any action based on those results." Information was provided that the patient was in the intensive care unit with multifactorial brain damage and was "very grave". The patient is now deceased but it was not known that the alleged erroneous results caused or contributed to the patient¿s deterioration. The customer used cobas 6000 c (501) module serial number (B)(4). Initial evaluation of the patient¿s current medication list has shown that cloxacillin has a potential cross-reactivity with phenytoin. Further investigation is currently ongoing.

Manufacturer narrative:
The patient's sample was further tested for phenytoin using both the kinetic interaction of microparticles in solution (kims) and fluorescence polarization (fp) methods. The phenytoin results were confirmed, no specific values provided. The investigation is still ongoing.

Manufacturer narrative:
The customer stated that the patient's cause of death was a brain tumor.

Manufacturer narrative:
Concomitant medical devices updated - new patient medication list provided. (B)(6).